Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was giving a low flow message; therefore, the arcticsun 5000 device was swapped out with a arcticsun 2000. After the swap, it was found that the arcticsun 2000 was giving a non-recoverable error message. The patient was then switched back to the original arcticsun 5000 device that therapy was started with, and the set of large pads that were being used on the patient were swapped with a second set of large pads. Therapy was resumed on the original arcticsun 5000 device and the second set of large pads without any further issues.